Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported of visible smoke coming from the monitor of the whitestar signature system. There was no fire and the issue happened when the surgeries were done. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
The field service specialist (fss) visited customer site and started up the machine fine. Fss shut down and checked for burnt components, which none was found. Fss checked that the cooling fan on the advantech board worked properly. Fss run the machine for thirty minutes and there was no problem, but the upper half of the screen was much darker than the lower one. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device manufacture date: in the initial MDR report only year (2008) was listed. Additional information indicated that the device manufacture date was february 2008. The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device manufacture date: in the initial and follow up MDR reports, year (2008) and month (february) were listed. Additional information indicated that the exact device manufacture date was february 6, 2008. All pertinent information available to abbott medical optics has been submitted.